Event description:
It was reported the device exhibited error 41622. There was no patient involvement.

Manufacturer narrative:
Device evaluation: one device was received for evaluation. Visual inspection found the device in used condition. Error codes: 44510, 44507, 46221 were found in the event history log. Functional testing was unable to verify or duplicate the reported issue; however, 44510, 44507, 46221 error codes revealed. It was determined that the most probable cause was the dual optic disc/dual flag gear. The dual optic disc was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.